Event description:
Information received by medtronic indicated that the insulin pump had a battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
(B)(4). S/w version: 4.10 d . Retainer ring: clear. On (B)(6) 2021. Customer reports: cracked case. Insulin pump passed displacement test. The p-cap / reservoir locked properly during testing. No damage noted on the retainer during visual inspection. The following cosmetic damage was noted during visual inspection: cracked case on the back at the battery tube area, belt clip rail case corner, battery tube threads and keypad overlay at select button. Minor scratched display window, case and keypad overlay. Missing display window cover. In conclusion: customer complaint of cracked case was confirmed. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.